Manufacturer narrative:
E.1 Initial Reporter Facility Name - (b)(6). A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 28-MAR-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The report condition of Half Height (HH) Drawer 1-1 failed, pockets not on bus was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed during the DCHU inspection process. According to work order #(b)(4), the FSE reported that HH Drawer 1-1 failed, pockets were not on bus. The FSE replaced drawer retractors, ran diagnostics, tested drawer and all pockets passed. Also, the FSE observed that FH Drawer six, row E was not on bus, so the FSE replaced the retractor and drawer and all pockets tested good. The report was closed. During DCHU Visual Inspection: PN 353844-01 (A): The ASSY RETRACTOR DWR HH CUBIE was received with copper strands in contact with adjacent copper strands. PN 353844-01 (B): The ASSY RETRACTOR DWR HH CUBIE was received in good condition with no visible physical damage. PN 353844-01 (C): The ASSY RETRACTOR DWR HH CUBIE was received with copper strands in contact with adjacent copper strands. During DCHU Testing: PN 353844-01 (A): The testing from DCHU was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. PN 353844-01 (B): Was evaluated on an ESD protected surface with a calibrated DMM and passed the continuity testing. The part was not detected and failed when it was mounted to DCHU HTA Equipment. PN 353844-01 (C): The testing from DCHU was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the complaint HH Drawer 1-1 failed, pockets not on bus was due to: A short between adjacent copper strands of two ASSY RETRACTOR DWR HH CUBIE (PN 353844-01) which led to the observed thermal damage. A faulty ASSY RETRACTOR DWR HH CUBIE (PN 353844-01) with intermittent behavior and communication issues, which compromised the drawers communication.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer pocket not detected on bus.As per part investigation, it was determined that short between adjacent copper strands of two ASSY RETRACTOR DWR HH CUBIE (PN 353844-01) which led to the observed thermal damage and faulty ASSY RETRACTOR DWR HH CUBIE (PN 353844-01) with intermittent behavior and communication issues.There were no adverse events or injuries reported based on this event.